Event description:
Customer reportedly received results of 14 mg/dl and 120 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test drum is no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.